Manufacturer narrative:
The cobas infinity software allows configuring the structure and content of the message to be sent to an external host. In this case, the result message has been configured in order to send the "low" and "high" values used to define the normal reference range type. The investigation found that after the upgraded cobas infinity version is not correctly sending via hca (host connectivity agent) the "high" value of the normal reference range type when it is defined with the operator.the "high" reference range value is sent as the "low" reference range value. The external lis (laboratory information system) gets reference ranges from cobas infinity to print the report for the patient, therefore this report is not correctly printed in this scenario. This behavior has been considered a software issue. Cobas infinity is not able to identify the "high" value of the reference range type when it is defined using the operators.

Event description:
There was an allegation of a software issue for the cobas infinity core software. After upgrading to the new version of infinity software, the customer's reference ranges for hdl and ldl tests are not correctly being sent to the customer's lis (laboratory information system). This issue causes incorrect information on the customer's reports. No patient was affected by the issue. The issue was detected in a test environment. The software version is 3.03.10.